Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt total knee was unstable in flexion and extension. Poly thickness was increased sequentially up to 25mm where the knee was stable in flexion and extension."